Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed, the ring bail bent, and the lower case broke.

Event description:
It was reported the unit will not stay on. Follow-up information received confirmed there was no patient involvement. The device subsequently tested out of specification, consistent with the field advisory.